Event description:
Device malfunction: resistance with guide wire, "stent dislodged". Time of malfunction: unk. Symptoms/ae: none. It was reported that the absolute pro stent was sticking on the guide wire. When the stent was removed from the guide wire, the stent reportedly "dislodged". There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device revealed the absolute pro was returned without any blood or contrast visible. Five rows of struts on the distal end of the stent implant was partially deployed. The distal end of the stent implant was proximal to the proximal end of the tip. The handle was in an unlocked position, which may have contributed to premature deployment of the stent. The inside components of the handle were intact. The rack was in the distal end of the handle. There was a kink in the sheath distal to the proximal marker and the inner member was wrinkled distal to the proximal marker band. The outer sheath was also wrinkled. The cause of the kink and wrinkles is unknown. During functional analysis, a new guide wire was used to backload through the catheter; however, resistance was felt at the wrinkled inner member and the kink distal to the proximal marker. Production 100% inspects all absolute pro catheters for stent location within the distal sheath and distal sheath location to the tip. All absolute pro catheters are 100% inspected for shaft damage at several operations and 100% inspected for guide wire movement testing. The absolute pro is also tested 100% for thumbwheel movement and 100% inspected for retractable sheath movement. No evidence of a device quality issue was detected. A specific root cause for the premature stent deployment and kinked and wrinkled sheaths could not be determined, based on the investigation; however, the event may be related to operational context. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint. All released units from this lot met acceptance criteria per line reliability engineering testing.